Event description:
Failure to alarm np called to say that the canister was full but the pump never alarmed. He red bagged the canister but I was unable to assess whether the filter attached to the pump was tightly connected. Upon examination the canister was full to the top with dark brown drainage covering the filter inside the canister. All of the effluent was fully and evenly solidified. There were no obvious flaws in the canister. The filter to the pump was clean and dry. Uhs tested the pump and all of the alarms activated appropriately including the blockage/canister full alarm. Relevant history: (B)(6) male with (B)(6) for necrotizing fasciitis on the right thigh. Patient returned to the or for surgery due to advancing infection. Plan was to go to ICU following the procedure.

Manufacturer narrative:
The full canister was confirmed by visual examination of the attached photo. Since negative pressure therapy involves various elements within a system, it is difficult to determine a definitive root cause for the failure to alarm. It is possible that the alarm did not trigger because the pump received enough of a flow rate of air to prevent a blockage or leak alarm from sounding, perhaps as suggested by the filter not being pushed in correctly on the pump. However, it cannot be determined from the complaint description what the conditions were within the system and therefore a definitive root cause cannot be determined. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. The DHR was reviewed and no issues were found during the manufacturing and/or release of the device. The ura has been reviewed and the harms associated with the events were deemed acceptable. Complaints will continue to be monitored.